Event description:
Knee/elbow pain [arthralgia]. Knee crepitus [joint crepitation]. Weight gain [weight increased]. Loss of range of motion, right elbow [joint range of motion decreased]. Knee effusion [joint effusion]. Smoldering myeloma [multiple myeloma]. Burn from radiation treatment [radiation skin injury]. Case description: a spontaneous report was received on (B)(6) 2011 from a nurse regarding a (B)(6) male pt, initials (B)(6), with osteoarthritis. Medical history was significant for osteoarthritis in the right elbow on (B)(6) 1988, former smoker, skin cancer removed from face, arm, and back, treatment with depo-medrol (methylprednisolone sodium succinate), previous synvisc treatment on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010, and smoldering myeloma. On (B)(6) 2010, the pt initiated synvisc-one (lot number p1105) into each knee. On an unk date in (B)(6) 2011, the pt had spinal surgery. The reason for the surgery was unk. The outcome of the event was unk. The reporting nurse assessed the relationship between synvisc-one and the event of spinal surgery as unrelated. Add'l info was received on (B)(4) 2011, from the nurse in the form of pt notes. Medical history was significant for former drinker, right elbow pain, crepitus with the elbow, could not fully flex the elbow, effusion in the knees, crepitus in the knees, bilateral knee pain, and spinal surgery. On (B)(6) 2011, the pt returned to the office complaining of knee pain bilaterally, and trace to 1+ effusion. The pt was treated with depo-medrol 40 mg and 6 cc of (B)(4) lidocaine. On (B)(6) 2011, the pt returned to the office for f/u of the right elbow. He complained of loss of range of motion and trace effusion of the elbow. He was treated with depo-medrol 40 mg and 2 cc of (B)(4) lidocaine. The pt visited again on (B)(6) 2011, he came in for f/u for bilateral knee pain. He had 1+ effusion more prominent to the left than the right. The pt stated that he was diagnosed with a smoldering myeloma after last being seen at the doctor's office. It was noted that he had a skin abnormality along his sternum. The pt stated that it was a burn from radiation treatment which was completed on (B)(6) 2011. The pt's outcome for the events was not provided. Concomitant medications were not provided. The relationship between synvisc-one and the events was not provided by the nurse. Add'l info was received on (B)(4) 2011, from the nurse. The synvisc-one lot number was p1005. The qa (quality assurance) investigation results were received on (B)(4) 2011. The production and quality control documentation for lot number (B)(4), expiry date 11/2012 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the production and quality control documentation for lot number p1005, expiry date 11/2012 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.